Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 14-jun-2017, a technical support specialist (tss) addressed the reported event and informed customer that they must use calibrated pipette and no disposable for accuracy. No further action required. The probable cause of the event was untrained operator using inappropriate lab equipment.

Event description:
On (B)(6) 2017, a customer reported failed api survey with their aia-900 analyzer. The customer failed api first event 2017 for vitamin-d specimen iat-01 only. Customer reported 141.8 and range 106.125. Customer passed iat 02 and 0.3. Tosoh passed all three specimens. Customer initial result >h and diluted using disposable pipette and performed calculation. The customer is unable to run fsh and pth patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting fsh and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.